Event description:
Related manufacturer reference number: 2017865-2023-00626. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was noise which was being over-sensed. Further examination revealed, the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The physician explanted the device prophylactically and capped and replaced rv lead on (B)(6) 2022. The patient was in stable condition.